Event description:
While in bed, resident received laceration to right foot - at base of small toe required six (6) sutures. Investigation revealed that end of full bedside rail - area not capped or finished off - area is rough/sharp edges - is open ended where screw is attached.